Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was downloaded successfully, sensor state 6 with event logs 15 is an indication that the sensor had terminated due to an error. The observed event logs correspond to an issue with internal sensor components that result in sensor termination. Reprogrammed and was unable to activated sensor. Corrosion was observed through the sensor case caused by liquid ingress. The returned sensor was further investigated and de-cased and liquid ingress was observed. Patch terminated on body was observed. Evm(evaluation module) and the patch reader, the a known good battery was placed into the returned sensor and the device was scanned. A ¿no patch detected¿ error message was observed. Hardware product quality engineering (hpqe) attempted to remove the contamination observed on the pcba. However, when scanned on the evm again the same error message was observed indicating the returned sensor was not detected by the evm via nfc communication. Communication between the evm and the returned sensor is needed to conduct functionality testing which include accuracy test, poise voltage test, and temperature test. Due to the contamination, these tests are unable to be performed therefore, this issue is unable to be tested. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 327 mg/dl, 275 mg/dl, 263 mg/dl and 258 mg/dl compared to readings of 123 mg/dl, 104 mg/dl, 124 mg/dl and 157 mg/dl respectively obtained on a built-in precision and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 5 days. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 327 mg/dl, 275 mg/dl, 263 mg/dl and 258 mg/dl compared to readings of 123 mg/dl, 104 mg/dl, 124 mg/dl and 157 mg/dl respectively obtained on a built-in precision and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 5 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If the product is returned, a physical investigation will be performed and a follow-up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.